Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an attempt to treat a fibrous totally occluded lesion using a protege stent, it was reported that the physician started by taking pictures of the totally occluded sfa to popliteal. It was reported that the physician then inserted a 6x5 sheath and then ballooned with an amplatz super stiff wire. The first stent - a 5x120 ¿ was inserted right at the hunters canal. Then another stent - a 5x120 ¿ was delivered. However, when the physician checked the screen he decided that something did not look right. So, he pulled the stent out and the nose cone was all the way into the outer sheath. On the back table, the stent was partially deployed to make sure it was still in the device. The physician then took the deployed stent and as the physician brought it out of the sheath, the nose cone broke off. The physician then changed the sheath out and used a 7x45 sheath. The procedure was completed using a 6x150 unknown stent. The physician then post dilated with an unknown device. There was no harm to the patient reported.

Manufacturer narrative:
Device evaluation: the everflex device was inspected and observed the inner assembly was fractured and separated from the catheter. The stent was not included. The length of the inner distal subassembly was approximately 118mm (not including the tip). The fracture face of the distal segment shows stretching of the inner assembly and indicates a ductile fracture. Approximately 2cm of the inner was exposed from the outer assembly. The distal end of the proximal segment of the inner was at the retainer. Inside of the retainer was inspected under microscope and observed the inner assembly ductile fracture face. No kinks or other damages were found. The finger grips of the deployment system were pushed together and the safety pin was loosened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.